Manufacturer narrative:
The pathway jetstream g3 catheter was discarded after the producer and therefore not returned to pathway medical technologies for eval. There was no indication, however, that the device becoming stuck onto the guidewire caused the distal embolization. Distal embolization is an inherent risk for the treatment of peripheral vascular disease with pathway medical's jetstream g3 system and is listed as a potential adverse event in the IFU.

Event description:
The jetstream g3 was advanced to treat a 2-3 cm lesion located in the popliteal. A filter guidewire was placed into the anterior tibial artery (at). The device performed 3 passes in minimum diameter mode and then it was decided to complete a couple of passes using maximum diameter mode. The physician then wanted to pull the device out and take an angiogram. As the device was being removed, it was noted that the filter was also coming back. Retraction mode was then used and the filter continued to come back as the guidewire was stuck in the device. It was then decided to pull the device out and the filter as well. An angiogram was taken and discovered that the pt's at was now closed. An aspiration catheter was used to aspirate some thrombus as well as an approx 2cm line of what the physician deemed could have been intima. The next angiogram showed partial revascularization of the at. The final angiogram showed that the at was now closed again. After balloon and lytic therapy, the vessel was partially open. Physician decided to abandon further treatment in the hope that the distal vessel would recover over time. A possible bypass may occur in the future for this pt.